Event description:
It was reported that the patient developed granulomas around the pump site due to sarcoidosis. The patient also had a history of headaches which were becoming more frequent and intense and two weeks after pump implant she went to the emergency department due to headaches. The patient's follow-up physician did not feel there was csf leakage though it was unclear if any diagnostic testing had been done. She was given lioresal and valium to help manage her symptoms. The patient underwent implant of a spinal cord stimulation system for her headaches on (B)(6) 2012. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation of medical concomitant: implanted: 2011 (B)(6), explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review reported that the two weeks after the pump was implanted, the patient had horrible headaches and the patient was just miserable. Patient woke up at two o'clock because the patient was in so much pain. The patient went to the emergency room due to pain. It was noted that the pocket was tender, sensitive, and radiating pain. Patient experienced muscle spasm. It was noted that there was little round granuloma formed around the device. The patient had low blood pressure and tightness in neck. It was noted that turning head would make the patient completely light headed.